Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with injection (inj) ceftazidime (dose, frequencies, duration and route not reported) and inj reflin (1 gram, frequencies, duration and route not reported) for peritonitis. On an unreported date, the antibiotic therapy was stopped and the patient recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.